Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010 the plaintiff was implanted with a miniarc single-incision sling. It was alleged that the plaintiff has "severe and permanent bodily injuries and significant mental and physical pain and suffering", "continues to suffer form mesh erosion, continued incontinence, nerve pain, scar tissue buildup, permanent clitoral nerve damage, dyspareunia (painful sexual intercourse), pelvice pain, and infections", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated adn a follow-up report will be sent.